Event description:
The user facility reported that during a therapeutic laparoscopic cholecystectomy, a complete loss of image was experienced. The procedure was completed with a different, but similar telescope and video cart. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of a complete loss of image. The device was evaluated, and no image loss was observed. There were minor dents noted on the outer tube at the distal end and video connector, and approximately twenty percent of the light guide bundle fibres were broken. The cause of the user's experience cannot be conclusively determined, however the physical findings of the investigation are consistent with physical damage. This report is being filed as an MDR in an abundance of caution.